Event description:
As reported in the journal of cataract refractive surgery, vol. 36, 4, pp 676-681: approximately 6 months after lens implantation, the patient visited the clinic complaining of blurred vision. The cdva was 20/40, and granular deposits were seen on the iol surface under slitlamp examination. Intraocular lens exchange was performed. Circular cracks related to the deposits on the iol surface were noted. Fine granular protrusions and small intervening white deposits were seen under sem, and a calcium peak was observed on eds.

Manufacturer narrative:
Rayner was made aware of this incident via an article that appeared in the april issue of the journal cataract refractive surgery, vol. 36. 4, (pp 676-681: surface calcification of hydrophilic acrylic intraocular lens related to inflammatory membrane formation after combined vitrectomy and cataract surgery: sung jin lee, md, joon ho choi, md, hae jung sun, md, kyung seek choi, md, gi yong jung, md, phd). Efforts to obtain specific product information, including confirmation that the iol is a rayner product and lot numbers has been unsuccessful to date. Efforts to confirm the information reported will continue.